Event description:
It was reported that during paroxysmal supraventricular tachycardia ablation procedure with thermocool smarttouch sf catheter, the patient experienced atrioventricular (av)/complete heart block treated with temporary pacemaker placement. The information indicated that an av block was confirmed after the completion of the atrial septal ablation. A temporary pacemaker was implanted for the patient and then the patient left the room. The patient did not recover and required extended hospitalization. The physician's judgment on health hazard was considered serious. Contact force monitoring methods used were real time graph, dashboard, vector, visitag and visitag coloring setting was tag index. Visitag additional filters was fot. The physician's opinion on the relationship between the event and the product was that the electrophysiology (ep) product was not related. There were no abnormalities observed prior to and during use of the product. The physician¿s opinion on the cause of this adverse event was that it was procedure related, and intervention provided was a placement of a temporary pacemaker. The outcome of the adverse event was unchanged. The patient was discharged from the hospital on (B)(6) 2025.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31513051l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).